Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no reported impact to customer's blood glucose level. A replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.